Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple malfunction alarms occurred. The customer's blood glucose level was 71 mg/dl. Customer reverted to manual injections for insulin therapy.